Event description:
It was reported a provisional fractured during training at a distributor warehouse. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.